Manufacturer narrative:
Complaint conclusion: initially, the slalom thrill was delivered to the wrist side of the target lesion where it was dilated approximately five times at the rated burst pressure due to the vessel's heavy calcification. Then the same device was used for dilations at the elbow side of the lesion; however ,the balloon had a radial burst during its fourth inflation at 18 atmospheres. The balloon caught on the distal end of the unknown sheath introducer during removal. An incision was made at the puncture site and during removal the device separated; however, all of the separated components were removed from the patient. The procedure was completed and there was no reported patient injury. According to the physician, the rupture might have occurred due to the heavy calcification. He also mentioned that the device possibly lost its durability as it had been inflated approximately ten times before the rupture. The patient is in stable condition and making good progress. There will be no product return as it has been discarded at the hospital. A picture showing a balloon radial burst was received. In that picture, the balloon distal side was observed separated from the rest of the balloon body. An unknown guide wire was inserted thru the balloon proximal side. As it is shown in the picture, blood residues were observed in the balloon. No other anomalies were observed. Leak test could not be performed since the device was not returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The radial balloon burst and balloon distal side separation as they were reported by this costumer complaint were confirmed. The exact causes of these reported failures could not be determined; however, the cause could be procedure related. Neither the DHR review nor the product analysis suggest that the difficulties experienced by the customer could be related to the manufacturing process. Controls are in place to prevent defective balloons from leaving the facility. No corrective action will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
Initially, the slalom thrill (complaint product) was delivered to the wrist side of the target lesion. The lesion needed to be dilated for approximately five times at the rbp due to the heavy calcification. Then the same device was used for the elbow side of the lesion; however, the balloon had a radial burst during its fourth inflation at 18atm. Removal of the device was attempted, but the balloon was caught on the distal end of the unknown sheath introducer. An incision was made at the puncture site (specific location was unk). The device was separated during the removal, but all of the device was removed from the patient. The procedure was completed and there was no reported injury to the patient. According to the physician, the rupture might have occurred due to the calcification. He also mentioned that the device possibly lost its durability as it had been inflated approximately ten times before the rupture. The patient is in stable condition and making good progress. There will be no product return as it has been discarded at the hospital.